Event description:
It was reported that the programmer would freeze and not power up at times and would crash during interrogations. Cycling power cleared the issue but it has been happening more frequently. The programmer has been returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis was unable to confirm the reported event, programmer boots up without error or freezing. The hard drive was reconfigured and software was reloaded as a preventive measure. It was also noted that the system fan was noisy and the left keyboard hinge was broken.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.